Manufacturer narrative:
(B)(4). Batch # p93e81. Device analysis: the analysis results of the el5ml device found that it was received with no damage in the external components. In an attempt to replicate the reported incident, the instrument was cycled and no clips were fed into the jaws even though the device was being actuated in several occasions. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, excessive dried body fluids were noted in the handle of the device and 5 clips were found inside clip track. It is possible that the dried body fluids could have prevented to proper feeding of the clip into the jaw. Accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown gyn procedure the device misfired. The procedure was completed using a like device. No additional information is available. No patient consequences were reported.